Event description:
The customer reported that while setting up the unit for use on a pt, the unit did not display the pressure waveform. The pt was switched to another unit and therapy was initiated. No pt injury was reported.